Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the mid right coronary artery. It is unknown how the break occurred as the facility can not identify this case.